Manufacturer narrative:
The lens was returned for evaluation. Blood and solution is dried on the lens. The lens was cleaned with lphse. The lens is clear with no "smudge" observed. The optic has multiple scratches on both the anterior and posterior surfaces. It cannot be determined if the scratches were caused during the lens removal or if they were present before the explant. Power and resolution were evaluated. The optical resolution is acceptable; lens meets specification for focal length equaling a 18.0 diopter. The serial number was provided. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint of ¿smudge on the lens¿. No smudges were observed. The optic has multiple scratches on both the anterior and posterior surfaces. It cannot be determined if the scratches were caused during the lens removal or if they were present before the explant. The lens power and resolution were evaluated with acceptable results. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information was requested. (B)(4).

Event description:
A customer reported an intraocular lens (iol) was exchanged due to a "blurry smudge" on the lens. Additional information was requested.

Manufacturer narrative:
The lens was returned for evaluation. Blood and solution is dried on the lens. The optic has multiple scratches on both the anterior and posterior sides. This damage may be interpreted as the reported complaint of ¿blurry smudge.¿ no smudge was observed. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint of ¿smudge on the lens¿. No smudges were observed. The lens has multiple deep scratches, which may have been interpreted by the customer as the reported complaint. Lens damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution, blood, and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The lens was returned for evaluation. Blood and solution is dried on the lens. The optic has multiple scratches on both the anterior and posterior sides. This damage may be interpreted as the reported complaint of ¿blurry smudge.¿ no smudge was observed. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint of ¿smudge on the lens¿. No smudges were observed. The lens has multiple deep scratches, which may have been interpreted by the customer as the reported complaint. Lens damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution, blood, and the condition of the returned sample, the damage is most likely related to customer handling. (B)(4).